Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.

Event description:
Per the clinic, the patient experienced swelling and infection at the implant site, exposing the device. Subsequently, the patient underwent a procedure to extract the effusion on (B)(6) 2023 (specific date not reported). The patient was also treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 15, 2023.